Event description:
Additional information was received from the initial reporter confirming that this event took place after the completion of a procedure during the device reprocessing phase. There was no patient involvement when the issue was discovered.

Manufacturer narrative:
Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the residual liquid or foreign material was not able to be removed due to physical damage on the device. The foreign material was unable to be identified. Based on the results of the investigation for phenomenon two, it is likely that there was a gap between the acoustic lens and the ultrasound probe due to customer¿s mishandling, or wear and damage associated with increase of used hours. The event can be prevented by following the instructions for use (IFU) which state: "warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Also, about reprocessing method, it is described on the items below. From this, there is a possibility that the phenomenon(2) can be prevented. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The biopsy channel was leaking. Additionally, as noted in b5, the unit had undergone insufficient reprocessing as foreign material was found exiting the tubing. A gap was also noted between the acoustic lens and the ultrasound probe. There were several other points of notable wear and tear throughout the device. These include, but are not limited to: deformation, clogging, buckling, elongation, and looseness. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally reported that his olympus evis exera ii ultrasound gastrovideoscope had a leaky biopsy channel. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as foreign material was coming from the tubing. This report is being submitted to capture the insufficient reprocessing noted during the device evaluation.